Manufacturer narrative:
The events of capsular contracture baker grade unknown and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, rupture and granuloma.

Event description:
Healthcare professional reports right side capsular contracture, baker grade unknown, "prosthesis was broken" with "bleeding gel", foreign body granulomas, and adjacent calcifications. The manufacturer of the device is unknown. The device has been explanted.